Event description:
Four abutment screws have fractured inside of the implants. The surgeon had to perform an additional surgical procedure to remove the abutment screws from the implants. The implants are still in the patient's mouth. Patient injury has not been reported.